Manufacturer narrative:
This complaint originated from the jd power nps/brand us (B)(6) 2021 survey. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm was reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event. Blank MDR fields: intuitive surgical, inc. (Isi) is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. Implant date is blank because the product is not implantable. Information for the initial reporter is not available. Initial reporter occupation is unknown. It is unknown if the initial reporter submitted a report to the FDA. Manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture. Fields are not applicable.

Event description:
It was reported that a visual/video with the camera showing up on the screen indicated that one of the fields of vision was not working. There was no reported injury or harm. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available.